Event description:
It was reported that the patient has inadequate therapy due to lead migration of one lead. Surgical intervention may be undertaken at a later date to address the issue. It is unknown which of the leads attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000143947. Further information was requested but not received. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the migrated lead was explanted and replaced to address the issue. Therapy was restored post procedure.